Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an electric shock due to oversensing. Subsequently, a revision procedure was performed and the s-ICD was explanted and replaced. While the electrode remains implanted. No additional adverse patient effects were reported.